Event description:
Lens tore upon insertion. Surgeon enlarged the incision to 5.5mm to remove the lens. The incision was sutured closed. The territory rep. Stated that the capsule tore prior to insertion of the lens, and a vitrectomy was performed. The doctor said that the vitrectomy was not due to the lens tear. Pt's best-corrected visual acuity was 20/30 1-week postoperative.